Event description:
An altitude alarm was reported by the customer concerning the pump. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge, as support provided tips to prevent future altitude alarms, and the customer resumed insulin delivery using the original cartridge.